Manufacturer narrative:
The snubber was replaced. The system operates as intended.

Event description:
The customer requested a snubber pcb assembly ordered for the 9800 system which is not making x-rays. This issue was found during a system check so no patient was involved.